Event description:
Related manufacturer reference number: 2017865-2022-22042. It was reported that dislodgement was noted on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to explant and replace the lead. During the procedure the atrial lead was dislodged, so it was explanted and replaced as well. The patient was discharged after the procedure with no complications.

Manufacturer narrative:
The reported event was lead dislodgment. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be fully extended meeting device specifications. No anomalies were noted to the lead body other than damage occurring at time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.